Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to urinary disturbances, the patient underwent surgery and had scar tissue removed and the physician intended to remove mesh but was unable to locate it on (B)(6) 2011. (B)(4). Urinary disturbances.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had the concurrent procedures of an anterior and posterior vaginal repair, and cystoscopy performed during mesh implantation. It was reported that the patient underwent transvaginal urethrolysis and urethral dilation and curettage on (B)(6) 201,1 due to post-sling voiding dysfunction, urinary hesitancy, incomplete emptying and urethral stenosis. It was reported that the patient underwent a cystocele, rectocele and transvaginal extra peritoneal enterocele repair, cystoscopy and urethral dilation on (B)(6) 2012 due to prolapse. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat cystocele rectocele and stress urinary incontinence and an obturator sling was implanted for anterior/posterior vaginal repair and cystoscopy. It was reported that on (B)(6) 2012 due to urinary hesitancy and dysfunctional voiding, urinary frequency, the patient had cystocele rectocele and transvaginal extraperitoneal enterocele repair, urethral dilator. (B)(4).